Manufacturer narrative:
Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for broken cap was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been attacked to this investigation.

Event description:
It was reported that the cap of 13mm x 75mm, 2ml draw, bd vacutainer® k2edta tube with a bd hemogard¿ closure was broken. No injury or medical intervention.